Event description:
It was reported the cot rolled over an emt's hand, there was throbbing, swelling, bleeding. Ice applied. Had finger xrayed, nothing broken. No missed work. User error. No patient injury.